Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient passed away for an unknown reason. There was no allegation that the death was related to the implantable cardioverter defibrillator (ICD) system.